Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service tech that the low pressure transducer had damaged and exposed wires. Since the event occurred during routine testing, there was no pt involvement during this event.